Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an ipg relocation procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during a procedure on (B)(6) 2020 to relocate the patient's ipg (related manufacturer reference number:1627487-2020-48540), the ipg was unable to communicate with external devices following the use of electrocautery. The ipg was placed into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As a result, the ipg was explanted and replaced, resolving the issue.